Event description:
On (B)(6) 2011, an email, written on behalf of pt, was forwarded to dexcom technical support. Pt was experiencing quite a case of severe dry skin in the areas where one would need to adhere the sensor. It required a prescription from doctor. Email indicated that pt or someone on his behalf would keep dexcom posted on issue's developments. Pt is currently waiting for area to heal. On (B)(6) 2011, dexcom technical support contacted pt for f/u, but someone on behalf of pt stated that pt was unavailable to talk and that they would call back whenever it was convenient for them.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.